Manufacturer narrative:
(B)(4).

Event description:
It was reported during device replacement for normal longevity, noise was observed on the lead which was reproducible. High impedance was also observed. No visual anomalies were noted on the lead. As such, the lead was capped and replaced. No patient symptoms were reported.